Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-10058. Reference MFR. Report: 1627487-2018-10060. It was reported the patient experienced ineffective and intermittent stimulation. Reprogramming was unable to restore effective stimulation. The patient stated having had a fall in the past. Diagnostics indicated multiple low impedances measurements on one lead. X-rays did not reveal any anomalies. Surgical intervention is planned in the future when the patient recovers from a recent unrelated stroke.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-10058, reference MFR. Report: 1627487-2018-10060 . Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy has been restored.